Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent right ureteral stent placement with lithotripsy on (B)(6) 2012 and removal on (B)(6) 2012 due to right ureteral calculus and hydronephrosis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): reason for surgery: sui, cystoceleit was reported that following insertion the patient experienced pain, infection, urinary problems, recurrent sui, pain during intercourse, and neuromuscular problems.no additional information was provided.